Manufacturer narrative:
Updated h6 (c) to reflect sample investigation information.

Event description:
According to the customer, after standing up from the chair by placing his weight on the "kitchen table", he grabbed the rollator and the "weld on the main support bar under the seat "snapped".

Manufacturer narrative:
According to the customer, after standing up from the chair by placing his weight on the "kitchen table", he grabbed the rollator and the "weld on the main support bar under the seat "snapped". The customer reported he was stable on his feet at the time of the incident and did not fall or have any injuries. No additional details are available related to the customer reported issue. The customer did not report any serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.